Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with moderate calcification, mild tortuosity and 90% stenosis. Pre-dilatation was performed with a 2x8 mm semi-compliant balloon and then the 3x15 mm xience alpine stent was implanted at 16 atmospheres. Fluoroscopy after stenting showed a proximal edge dissection. A xience alpine stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.